Manufacturer narrative:
The two probes were not returned. For this complaint file, the final customer lot was identified. A device history record review was conducted and no anomalies were found. The products were released according to the products' acceptance criteria. A complaint lot history examination indicated there were two other complaints for this reported issue. Because the samples were not returned and the lot information indicated the products were released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A certified surgical technician reported they had two vitrectomy probes that would not cut during a procedure. The procedure was completed with they switched to "their old unit." The product samples were not retained. There was no patient harm. No additional information is expected.